Manufacturer narrative:
It was reported that a female patient underwent a ventricular tachycardia ablation procedure with a navistar thermocool catheter and suffered a cardiac tamponade requiring intravenous fluids and pericardiocentesis. While mapping the right ventricle, the patient suddenly became hypotensive and the procedure was stopped. Intravenous fluids were administered and the blood pressure quickly stabilized. Pericardiocentesis yielded 200 ml of fluid. Patient was transferred to a monitored area for further observation. Patient required extended hospitalization as a result of the adverse event to monitor the pericardial drainage. Patient fully recovered with no residual effects. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter was tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a navistar thermocool catheter and suffered a cardiac tamponade requiring intravenous fluids and pericardiocentesis. While mapping the right ventricle, the patient suddenly became hypotensive and the procedure was stopped. Intravenous fluids were administered and the blood pressure quickly stabilized. Pericardiocentesis yielded an unspecified amount of fluid. Patient was transferred to a monitored area for further observation. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Additional information was received on november 20, 2017 on this event. The patient was female. The patient underwent a ventricular tachycardia ablation procedure. Pericardiocentesis yielded 200 ml of fluid. Patient required extended hospitalization as a result of the adverse event to monitor the pericardial drainage. Patient fully recovered with no residual effects. Medical history includes probable sarcoidosis. Patient factors cited that may have contributed to the adverse event include that a biopsy was performed near the site. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. No transseptal puncture was performed. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min during mapping. Patient did not receive anticoagulant during the procedure. (B)(4).